Event description:
Anesthesiologist was inserting an epidural catheter for patient. Anesthesiologist attempted placement and pulled the catheter back out. The blue catheter tip was not intact and the wires were frayed. Anesthesiologist notified the patient that she will need to have an MRI after delivery due to possible retained metal in her back. Patient is a 32 year-old, first pregnancy at 38 weeks, 6 days, with estimated date of delivery: (B)(6) 2023. Admitted overnight for labor. Now comfortable with epidural. Epidural was attempted twice; at first insertion the epidural tip was possibly retained in the patient. Allergic to sulfa.